Manufacturer narrative:
Product reference (B)(4) is not cleared for sale in USA, but it is similar to the product reference (B)(4) cleared under#510 k130576. Batch history review: the manufacturing file was reviewed. It is compliant with the specifications and no abnormality was detected. No similar complaint was reported on this batch of access ports. Conclusion: despite requests, no further information has been provided to the manufacturer for evaluation. The device is not available for analysis. Consequently no root cause analysis could be performed. No corrective action is envisaged.

Event description:
The patient reported that her port was implanted on (B)(6) 2015. Shortly after the implantation the port and catheter separated. Because the removal was complicated the patient received additional radiation and surgery and suffered pschological and family problems